Event description:
The user indicated the implant failed, however based on the available information the exact issue could not be identified.

Event description:
The user indicated the implant failed, however based on the available information the exact issue could not be identified.